Event description:
This device has a white plastic "t" fitting that comes pre-inserted into an airway adapter. The two parts are snapped together. The assembly appears normal, but when manipulated into place for use the white "t" breaks clean off from the airway adapter.======================manufacturer response for breathing circuit adapter, same (per site reporter).======================complaint tracking number (B)(4). A report should come once they receive the device in the mail.